Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced diabetic ketoacidosis and high blood glucose level of 411 mg/dl. Customer did provide details regarding symptoms of their high blood glucose episodes such as nausea. The customer stated they did not receive any treatment for high blood glucose. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.